Event description:
A user facility reports that an intraocular lens (iol) had a broken haptic possibly due to sheering from insertion with forceps. It was reported that they did not have the same type of iol as a back-up so they had to widen the wound to insert a different type of iol.